Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of unknown 449 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer declined troubleshooting. The customer wanted to make sure their settings on their insulin pump was correct. The customer was informed to gather all the settings to be guided step by step. The customer will call back if the issue occurs again.